Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a blood glucose reading over 500 mg/dl. Troubleshooting was performed. The customer last changed her infusion set the day prior to the event. When the infusion set was removed from the customer's body the cannula was bent. The insulin pump alarmed no delivery during the prime test. The customer did not have another infusion set to retry the test. The customer declined to perform any additional troubleshooting. Nothing further was reported.